Event description:
It was reported that a left ventricular (rv) lead was explanted 5 days post implant due to dislodgement. A new lead was successfully implanted. No additional adverse patient effects were reported.